Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient experienced blood glucose (bg) of 20mg/dl around 12:15pm on (B)(6) 2011. The reporter did not note any symptoms experienced by the patient and no medical intervention was reported. It was reported that the insulin-on-board (iob) from an 8:15am bolus did not show up in the bolus calculation at 10:30am as expected but that the calculated bolus was delivered. It was alleged that the calculation was incorrect and therefore excess insulin was delivered. It was reported that the patient had used a different bg meter for the 8:15am bolus than was used for the 10:30am bolus. It is unknown if the bg meter used at 8:15am was a second otp meter remote and/or if it was paired with the pump at the time of use. The reporter mentioned that a replacement pump had been received recently; it is unknown if the advanced bolus settings were correctly programmed. It was reported that the iob feature was turned on and the duration was set to 4 hours. According to the pump history download, there were multiple instances when the pump user overrode the bolus calculation to deliver the amount deemed more appropriate. The user's guide repeatedly instructs patients that the bolus calculation is to be viewed as a recommendation only. An animas (B)(4) provided additional training and reviewed the pump settings with the patient's health care professional as well as the patient/family. She mentioned that there may be a need for basal/bolus settings. The patient has continued to use the pump without further reports of bg excursions. At this time, there is no indication of a malfunction or defect in the bolus calculation. The complaint is being reported because the patient experienced a hypoglycemic event after an alleged incorrect bolus calculation followed by excess insulin delivery.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/25/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. Information from the reported failure date is overwritten due to continued use, no activity outside of normal use is observed in the available black box data. Tdd observed to add up correctly and to reflect user's programmed basal rates. The pump passes 29h flow accuracy test, and was found to deliver within the requirement. The pump was opened, no moisture ingress was observed .the pcb, force sensor circuit were inspected for intermittent condition, none was found. The force sensor resistance is within the requirement at 5.3k ohms. Force sensor calibration is reading the highest count.